Event description:
On (B)(6) 2011 this (B)(6) male underwent a total right hip arthroplasty under (B)(6) at (B)(6). A stryker rejuvenate modular stem and neck device was implanted. Patient became symptomatic with his hip and went to see (B)(6). Right hip aspiration was done on (B)(6) 2013. On (B)(6) 2013 patient underwent revision of the right hip and had the stryker rejuvenate device explanted by (B)(6). Extensive debridement of the joint was done.